Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged. During a revision procedure, a setscrew on the pacemaker header could not be tightened or loosened. The device and both lead were explanted and replaced with a new pacing system. No adverse patient effects were reported.